Event description:
The left cylinder was reinserted into the left corpora due to migration through corporotomy, which had burst stitches, distal end of cylinder lying under skin at location of corporotomy. Encapsulation had taken place.